Manufacturer narrative:
Related manufacturer reference number: 2916596-2023-08258 (onset of outflow graft obstruction and worsening driveline drainage). Related manufacturer reference number: 2916596-2023-08256 (onset of driveline infection). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a known outflow graft obstruction and complained of asymptomatic low flow alarms on 15nov2023. The outflow graft obstruction was discovered in (B)(6) 2023. The event log files captured persistent low flow events from 15nov2023 at 02:51 to 08:34 where the calculated flow fluctuated from 2.4 to 2.5 liters per minute (lpm). The alarms stopped after that interval. The low flow events were sometimes sustained long enough to trigger the alarm. The flows were noted to be slightly higher in the upper 2.0 lpm range after that time. The low flow events occurred when the pulsatility index (pi) was elevated up to 7.0. It was noted that the patient's blood pressure was 90 mmhg on 60 mmhg. An echocardiogram was performed and showed no evidence of obstruction. The patient's driveline site still drained small amounts of serosanguinous purulent drainage. The patient also had a small amount of purulent drainage from a pin head sized old blister site around the driveline site. There was no erythema around the blister site, and it was not painful. It was noted that infection was initially confirmed in (B)(6) 2021. The patient had been off oral antibiotics since (B)(6) 2022, but drainage worsened, and the patient transitioned back to intravenous cefepime on (B)(6) 2023. The patient was taken to the operating room on (B)(6) 2023 to resolve the outflow graft obstruction. A right minithoracotomy was performed and the protective layer of the outflow graft was incised to release the gelatinous material under tension and all debris was evacuated. Pump flow returned to an adequate level and the aortic valve stopped opening. The flow increased to the middle to high 4 liters per minute (lpm) level. There were no more low flow alarms.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 model number: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
At the time of outflow graft obstruction relief surgery, the patient was also debrided and translocated.

Manufacturer narrative:
H6 - investigation findings - 4251 undesirable presence of endogenous materials. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed. Review of the submitted log files confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that the alarms resolved, and pump flow improved following the outflow graft revision. Additionally, a specific cause for the reported infection could not be conclusively determined through this evaluation. The submitted system controller event log files captured transient low flow alarms on 15nov2023. Despite these events, the pump appeared to have operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction", lists driveline infection as a potential adverse event which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of all pump parameters. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than the low flow limit. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section also explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, "patient care and management," also lists infection as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook rev. D is also currently available. Section 5, "alarms and troubleshooting", also outlines all system controller alarms as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.